Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was admitted to the emergency department due to running a fever after an implant procedure. There was no sign of infection and it was not believed to be device related. The patient was provided antibiotic as precaution and will be seen by the physician to check on incision site. The fever has gone away and patient is doing very well postoperatively.